Event description:
It was reported that the patient had "disc issues" and fell. It was noted that the device was removed because her pain was ¿too much¿ and the surgeon ¿didn¿t like it.¿ it was noted that the device "worked for a while, except in one area." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).